Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed, 2.25x20mm, concentric lesion being treated contained (B)(4) was located in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 1.5x20 maverick balloon. The physician attempted to place the 2.25x20mm promus element stent, but was unable to cross the lesion. The stent delivery system (sds) was removed. The physician further dilated the lesion with a 3.0x15mm quantum balloon and attempted to pass the stent again. The stent dislodged from sds balloon in the proximal lad. There was no attempt to retrieve the stent. The stent was implanted where it dislodged in the proximal lad. The procedure was completed with a 2.25x18 non-bsc stent. No further patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.